Manufacturer narrative:
Third party analysis was conducted and found the cup was malpositioned in significant retroversion which can lead to impingement and subsequent edge wear. Radiographs demonstrated a change in cup position. The malpositioning and the change in cup positioning could have caused or contributed to the reported pseudotumor, elevated metal ion levels and clicking. A review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6), regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00164 / 00165).

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pseudotumor.